Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the device not filling properly. A new inflatable penile prosthesis consisting of 16 cm x 9.5 mm cylinders, pump, and reservoir were implanted. The patient status was reported as ok.